Manufacturer narrative:
This is a final report.

Event description:
Per the audiologist, the pt fell from a tree and the flange fixture with abutment fell out. The flange fixture with abutment was not retrieved, and will not be returned to the MFR for analysis. Reimplantation is planned, but had not been scheduled at the time of this report.